Manufacturer narrative:
The complaint device was not returned for analysis; however, companion samples from the distribution center were made available to the manufacturer for physical evaluation. A visual examination was performed on the tubing set of one companion sample; no defects were identified. One companion sample was then tested using a 2008t hemodialysis machine for simulated use. The bloodline was able to be primed with no visible issues. During the simulated use test, fluid flowed through the lines without issue. There were no observations of a leak or air bubbles and no level variation of the venous or arterial drip chambers was visible to indicate the introduction of air into the blood circuit. The device worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of air pulled into lines was not able to be duplicated. Although the evaluation of the companion sample confirmed that the device functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device. Therefore, the complaint has been deemed unconfirmed.

Manufacturer narrative:
(B)(4) no parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that the extra corporal circuit ran for 20 minutes prior to start of the hemodialysis treatment. The patient was then connected to the machine to start treatment and the nurse noticed that air was being pulled into the bloodlines. The nurse disconnected the patient and then put the machine into recirculation mode which cleared the problem. The machine was placed back into dialysis mode, and the patient was connected to the machine. Treatment was restarted and air appeared in the blood line again. The nurse removed the circuit and did not rinse back the patient's blood resulting in an estimated blood loss of approximately 200 cc's. The patient was restrung with a new setup on the same machine and was able to complete treatment with no adverse effects. The complaint device has not been made available for evaluation by the manufacturer.